Event description:
These is the 3rd issues I had encounter with stelo cgm sensors. The problem is not only accuracy issues, but also duration issues. The otc cgm are expected to be within 20%+/- range, but stello' sensor are about 40% when compared to blood glucose monitors. The second issues are session ending early. The company promotes that this sensors are supposed to last 15 days, but I am experiencing less than 50% of what is promised. Pt code: 4582. Device code: 2917. Ref reports: mw5183620, mw5183621.